Event description:
The customer reported that the probe on the ortho provue analyzer was bent, causing the probe to push the gel card foil into the microtubes, resulting in false positive results. The issue was observed with antibody screen testing. Add'l testing performed in manual gel method showed acceptable negative results. Erroneous results were not reported, as the results were questioned by the health professional. If the incident were to recur undetected with blood grouping tests, it may lead to erroneous results and the possible transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer determined that the probe was bent. The fe also found missing and loose components on the analyzer, which may have contributed to the bent probe. Repairs have returned the instrument to expected operation.